Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip became entangled on the leaflet. Troubleshooting was performed and the clip became caught on the other leaflet where there was a small flail. There was challenges with imaging. The clip was difficult to close, while the interaction with the leaflet was difficult to visualize. When the clip was removed from the posterior leaflet the flail had worsened. The mitraclip was able to successfully grasp the flailed segment and the mean pressure gradient (mpg) increased to 10 mmhg. The clip was removed from the patient and the procedure was discontinued without implanting any mitraclip's. The final mr remained at grade 4+. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.